Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of a filter leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e lot number 20075184 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20075184 regarding item #20350e. See h.10.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port filter leaked during the chemotherapy infusion. The following information was provided by the initial reporter: "filter leaking - primed prior to starting infustion zero leak present - chemotherapy infusion - a few drops noted on the pilloe with filter - product removed new filter applied"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port filter leaked during the chemotherapy infusion. The following information was provided by the initial reporter: "filter leaking - primed prior to starting infustion zero leak present - chemotherapy infusion - a few drops noted on the pilloe with filter - product removed new filter applied."